Manufacturer narrative:
A steris account manager provided in-service training on the proper use and operation of the roth net platinum. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their roth net platinum detached from the device. The procedure was completed successfully using a grasper. No report of injury or procedure delay.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. Evaluation results found that the loop cable of the net was damaged, however an exact cause of the reported event could not be determined. The roth net platinum IFU states, "do not use if the device is damaged or if the packaging has been compromised. Save the device and packaging and contact your local steris endoscopy product specialist. Short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The following conditions may not allow the roth net device to function properly: (1) advancing the handle to the open position with too much speed or force, (2) attempting to pass or open the device in an extremely articulated endoscope, (3) attempting to actuate the device in an extremely coiled position and/or (4) actuating the device when the handle is at an acute angle in relation to the sheath. Keep the device closed by applying continuous/steady traction to the handle. Note: excessive closing force may damage the device's wire or cause the net to rupture or tear." A steris account manager offered in-service training on the proper use and operation of the roth net platinum. The user facility accepted this offer and a date is being scheduled to complete the in-service training. This is an isolated event for this lot of products. A follow-up report will be submitted when additional information is available.